Event description:
It was reported the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was repaired. The system was then found to be operating as intended.